Event description:
Rn for home patient reported patient presented to hospital with abdominal pain and cloudy effluent in 2003 and was diagnosed with peritonitis. The patient was admitted to the hosptial for 3 days and treated with vancomycin 2gm loading dose, then 1gm bid x2 days. Patient has fully recovered. Per rn, peritonitis was likely a result of lack of aseptic technique by patient during apd therapy with the homechoice system. Rn reports no product failure was noted.